Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). The ipp device was removed due to unknown reason and replaced with a new ipp system. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The device was replaced because it was not inflating. The specific issue was not provided. There were no further patient adverse effects.